Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On 12/15/2016- bas sales representative reported, per user facility, that a power midline was placed on (B)(6) 2016 and a few days later started to leak at the insertion site. It was stated that the patient was receiving IV antibiotics every 12 hours. It was not know at the time what medications were being infused through the midline.